Event description:
It was reported that a small volume folfusor had particulate matter within its tubing. This was found before use. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Additional information: this lot was manufactured from november 25, 2013 to november 26, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up MDR will be submitted.